Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. There have been no other complaints reported in the lot number. Additional info was requested. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient is experiencing blurry vision in the left eye. The lens was exchanged. Additional info was requested.